Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke. The customer recovered all pieces. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that was completely detached from its base. As a result, the conductor wire inside the grip was found to be broken as well. The broken grip tip piece was not returned with the instrument. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.